Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator is not delivering the set amount of oxygen. There was no harm or injury reported. During onsite evaluation of the device by a philips field service engineer, the unit displayed the following messages during troubleshooting: volume under delivery, low minute vent, high inspiratory pressure, low tidal volume, high tidal volume, circuit disconnected, low inspiratory pressure, obstruction. The field service engineer could not duplicate or verify the issue. A fio2 sensor calibration was performed and failed 100% oxygen fio2 sensor calibration testing. The fio2 sensor assembly was replaced with test kit equipment and calibration testing was performed again and passed. The field service engineer advised that the previously mentioned error messages and alarm occurred due to user error. The field service engineer advised the customer to replace the fio2 sensor to resolve the issue. The customer is taking responsibility to correct/repair the device. No repair was done to the device.

Event description:
The manufacturer received information alleging a ventilator is not delivering the set amount of oxygen. There was no harm or injury reported. The manufacturer's evaluation is still on-going. A supplemental report will be submitted when the manufacturer's investigation is complete.